Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is shutting down and restarting on it's own. Customer does not recall any significant events leading to the error. Customer's blood glucose was 253 mg/dl at the time of incident. Troubleshooting was done for blank display and requested that customer install a new battery but customer did not have one. Troubleshooting advised customer to monitor pump or revert to a back up plan per doctor's instruction. The customer was advised that a replacement cap would be provided to him. No further information was given.